Event description:
Getinge became aware of an issue with one of our mobile tables - 113312b3 - alphamaxx motor drive unit, EU side rail. As it was stated, the table was used with a spinal table attachment. After some time, the table sagged with a patient on the device. The incident was initially assessed as reportable due to the potential for serious injury if the situation, namely the fast unintended movement of the table during the spinal procedure, was to reoccur. Recently the incident has been reevaluated based on the new information. Following the service visit on site, it was confirmed that the fast unintended movement did not occur and the leg plate was only sinking slowly due to the malfunction of a double check valve. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113312b3 - alphamaxx motor drive unit, EU side rail. As it was stated, the table was used with a spinal table attachment. After some time, the table sagged with a patient on the device. The incident was initially assessed as reportable due to the potential for serious injury if the situation, namely the fast unintended movement of the table during the spinal procedure, was to reoccur. Recently the incident has been reevaluated based on the new information. Following the service visit on site, it was confirmed that the fast unintended movement did not occur and the leg plate was only sinking slowly due to the malfunction of a double check valve. Therefore, the scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 113312b3 - alphamaxx motor drive unit, EU side rail. As it was stated, the table was used with a spinal table attachment. After some time, the table sagged with a patient on the device. Additional information regarding the incident has been requested, however, no further details have been received to date. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement of the table during the spinal procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 113312b3 - alphamaxx motor drive unit, EU side rail. As it was stated, the table was used with a spinal table attachment. After some time, the table sagged with a patient on the device. The incident was initially assessed as reportable due to the potential for serious injury if the situation, namely the fast unintended movement of the table during the spinal procedure, was to reoccur. Recently the incident has been reevaluated based on the new information. Following the service visit on site, it was confirmed that the fast unintended movement did not occur and the leg plate was only sinking slowly due to the malfunction of a double check valve. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/unintended movement//3026. Corrected h6 medical device ¿ problem code: mechanical problem/leak/splash//1354. Previous h6 component codes: mechanical/hydraulic system//3075. Corrected h6 component codes: mechanical/valve(s)//527.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1 event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of our mobile tables - 113312b3 - alphamaxx motor drive unit, EU side rail. As it was stated, the table was used with a spinal table attachment. After some time, the table sagged with a patient on the device. Additional information regarding the incident has been requested, however, no further details have been received to date. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the fast unintended movement of the table during the spinal procedure, was to reoccur.